Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
PICC line placed without incident. Chest x-ray two days later showed what appeared to be a wire at the end of the catheter. Patient was taken to cath lab and a small piece of wire was removed from the end of PICC. Required medical intervention. Wire removed without difficulty.